Manufacturer narrative:
Customer confirmed this device will not be returned for repair; therefore customer¿s reported problem cannot be confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2018 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The cause of the customer¿s reported issue cannot be determined.

Event description:
Customer reported 800.8000 os failure.